Manufacturer narrative:
Additional information concomitant medical products.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that methotrexate backflowed from a secondary bag to the primary line, and was noted because of the drug's yellow color. The primary bag had been lowered on 2 hooks (possibly half extended). The volume left in the primary bag was 700-900. The secondary bag was an extra-large overfilled bag mixed by in house pharmacy (1700ml). There was no patient harm, and the patient received the complete medication dose.